Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that there was one device that experienced an issue during this event, however, two devices were returned. Device with lot number kcz809 was received on (B)(6) 2016 and device with lot number kam020 was received on (B)(6) 2017. Can you please clarify how many devices experienced issues during this specific event. If only one device was used, can you please indicate which lot number is correct. The device was returned with the cannula cap broken. No other visual damages were noted on the returned device that was used in medical procedure. Fire testing was not conducted because trigger was jammed. In addition the cap appears that was hitting with some surface and also this appear that was an user error.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2016 and absorbable straps were used. Additional device was received and during evaluation, it was noted that cannula cap was broken. There were no adverse consequences reported. Additional information has been requested.